Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary : according to the information received when performing the transfixion, the new thread broke when the knot was tightened. The product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of the two pictures received determined that one opened box and two dispensed needle/sutures of product code jv453 could be observed, however is not possible to determine if the sutues were broken. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance investigation summary : the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned samples determined that twenty-eight unopened samples of product code jv453 were received for evaluation. Visual inspection of unopened samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Additional information was requested and the following was obtained: procedure date? Date of the event : (B)(6) 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported in (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an ovariohysterectomy on (B)(6) 2021 and suture was used. During the procedure, when performing the transfixion, the suture broke when the knot was tightened. The veterinarian therefore took out a second suture which also broke when the knot was tightened. Additional information was requested.